Manufacturer narrative:
Stryker evaluated the customer's device and and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. It was verified that the device powered off multiple instance on the july 9th, 2019. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. There were no reports of adverse effects of the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. There were no reports of adverse effects of the patient as a result of the reported issue.